Event description:
The account alleged the brake will set into brake position but will pop out of brake mode if the stretcher is bumped. No pt impact.

Manufacturer narrative:
The account found the brake linkage out of adjustment. The account adjusted the brake linkage to resolve the issue.